Event description:
It was reported that the holster was giving error codes l3-017 & l3-018 during the breast biopsy. The doctor was able to complete breast biopsy and is requesting an evaluation of the cables. There have been no pt consequences reported.

Manufacturer narrative:
Based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.